Event description:
User experienced one pt sample with discrepant calcium results. Initial result gave 16.9 mg/dl which was reported. Sample was repeated twice giving 9.5 mg/dl each time. A corrected report was sent to the physician. User was unsure if pt was treated based on the original erroneous reported result. The field service representative was unable to duplicate the issue, however, noted he found a small leak in the pipetter c syringe, scarring on sample probe b and a slight buildup on regent top. He replaced both pipetter syringe seals bother sample probes and the reagent cassette. Performance tests were performed and within specification.